Manufacturer narrative:
(B)(6), manufacturing and expiration date unavailable with information provided.

Event description:
Information was received that a smiths medical tracheostomy tube was noted to have deflated at the cuff overnight. A trach change out was required.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. One device was returned. A visual inspection could not detect any defects with the device. Using leak test procedure, 15cc of air was applied and a leak was detected at the junction of the airway line and neck flange. The investigation was unable to determine if the root cause of the leak was manufacturing related or excessive force applied to airway line. The amount of adhesive surrounding the airway line at the neck flange junction appeared to be adequate. To heighten the operators' awareness, a quality alert was issued to the custom lab to show leak area at junction of neck flange.